Manufacturer narrative:
This complaint originated from a medwatch report #(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins implanted in 2012 and they started to have problems. It was programmed three times. The patient experienced a problem where it was burning their skin while they charged and a new battery was implanted in 2019. No further complications reported.